Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. A follow-up report will be provided after the inspection results are available.

Event description:
(B)(4). Catheter detached.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Visual inspection 1) received catheter and connector sample was connected to a third party pump. Connector was closed with an alligator clip attached. 2) catheter visual inspection identified a kink at 1000mm from the catheter end. 3) connector visual inspection no abnormalities were found. Dimension check 1) catheter length test company specifications: 1002.5mm ~ 1017.5mm sample length: 1012mm unused reference sample length: 1008mm the sample was within company specifications. 2) catheter length of outer diameter (end of catheter) company specifications: 0.80mm ~ 0.88mm sample length: 0.8565mm the sample was within company specifications. Functional test 1) catheter tensile strength test company specifications: above 5.5n test was conducted using the catheter sample and connector sample. Test results: 9.2n the sample met company specifications. Others 1) connection check we were able to insert the catheter sample into connector sample without resistance and up to the marking point, connector lid closed securely. Batch record the batch record could not be reviewed since the lot number is not known. Although the returned device met specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).